Manufacturer narrative:
A stryker field service technician performed an initial evaluation of the customer's device and verified the reported issue. The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not analyze ECG rhythm. Upon inspection, it was also observed that the device resulted in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. As a result, wrong defibrillation therapy would be delivered, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center (pac) further evaluated the customer's device and was unable to duplicate the reported issue. A root cause of the reported issue could not be determined. The device was archived by stryker.

Event description:
A customer contacted stryker to report that their device would not analyze ECG rhythm. Upon inspection, it was also observed that the device resulted in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. As a result, wrong defibrillation therapy would be delivered, if needed. There were no reports of patient use associated with the reported event.